Event description:
It was reported the patient lost effective coverage due to lead migration. As such, surgical intervention was undertaken during which one of the leads was explanted and replaced. The other lead had migrated, but was still providing effective therapy, as such no intervention was performed on this lead. Patient has effective therapy. Investigation was unable to determine which of the 2 leads was explanted and replaced.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000110774.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.